Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to implant of a medtronic transcatheter bioprosthetic valve into a bicuspid valve. It was reported that during this procedure, the valve dislodged during the final release. The valve was snared into the ascending aorta and a second valve was implanted. The first valve was unstable in the ascending aorta and was repeatedly pulled upward with two snares. The snare became stuck and the valve was forcefully pulled to the descending aorta. The valve was attempted to be collected with a 20fr sheath in the abdominal region, but was unsuccessful. The snare and first valve were subsequently removed via laparotomy. Upon inspection, the metal tip of the medtronic snare sheath had detached, which tightened the snare tip catching the paddle of the valve. The valve was covered with thrombus and intimal tissue. The reported act (activated clotting time) levels were 250 seconds or greater throughout the procedure. Dissection was noted in the aortic arch and was monitored. The procedure was completed without further issue. One day following the procedure, a cerebral infarction occurred. Rehabilitation has been prescribed. No other adverse patient effects were reported. It has been confirmed that the device has been discarded.